Event description:
It was reported to boston scientific corporation that while unpacking the flexima biliary stent system, a hair was noticed inside the pouch. The product did not come in contact with the patient. The procedure was successfully completed with another flexima biliary stent system with no reported patient complications.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).